Event description:
Contacted regarding erroneously elevated troponin (accu tnl) results from three (3) different pts that were generated by the synchron lx I 725 instrument. The accu tnl result was 0.65ng/ml for pt a, 0.50ng/ml for pt b, and 0.54ng/ml for pt c. The results were reported out of the lab. The customer performed a correlation run on another instrument in their lab using the initial pts' sample (a,b,c). The accu tnl result was 0.01 ng/ml for pt a, and 0.02ng/ml for pt b and c. The customer indicated that there has been no change to pt treatment attributed to or connnected with this event.